Event description:
It was reported that the cast vacuum was sparking during a case at user facility. The procedure was completed successfully without a clinically significant delay. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event, vacuum was sparking, was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Device was not returned at manufacturer facility for evaluation.

Event description:
It was reported that the cast vacuum was sparking during a case at user facility. The procedure was completed successfully without a clinically significant delay. No medical intervention and no adverse consequences were reported with this event.